Event description:
It was reported the patient went to the emergency room after receiving inappropriate shocks while in the hot tub. Noise was observed on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.